Event description:
It was reported the programmer had intermittent difficulty interrogating devices. A new programmer rf (radio-frequency) head was used, with the same result. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. ECG (electrocardiogram) connector has cracked solder joints and common mode wrist test was out of specification.